Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. During ventricular capture testing, the implantable cardioverter exhibited t-wave oversensing. The device was reprogrammed, and the issue was resolved.